Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the voyager otw was crossed to the lesion; however, it ruptured at 3 atm, when it was inflated for the first time. The lesion was dilated with a 1.5 x 15 mm voyager rx balloon catheter and then with a 3.0 x 15 mm nc mercury. The procedure was completed after deploying a 3.0 x 18 mm vision stent. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that the factors that can contributed to balloon rupture include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, lesion calcification, lesion tortuosity, excessive applied pressure, or insufficient preparation prior to use. It was reported that the lesion treated in the procedure was mildly calcified, which could have contributed to damaging the surface of the balloon such that upon inflation, the balloon ruptured; however, without a returned device for analysis, a definite root cause for the balloon rupture could not be determined.